Event description:
The doctor indicated that the implant had to be removed due to an allergic reaction and pre- existing lung problems. The doctor removed the titanium implant and placed a zirconia implant instead. No further complications reported.

Manufacturer narrative:
Visual inspection of the returned component, a t3® non-platform switched tapered implant ((B)(4)), has confirmed the following: there was no damage noted to the internal hex of the implant. No damage was noted to the threads on the implant. A visual comparison of the returned product to the component drawing ((B)(4) rev c) did not indicate a manufacturing defect that would contribute to this event. No non-conformances were initiated for the subject lot. All units from this lot have been shipped. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. Lot 1116764 utilized commercially pure (cp) ti from lot 287342. A review of the receiving inspection and certificate of analysis (cofa) from the manufacturer did not identify any deviations with the material which would result in or contribute to this complaint. The biocompatibility assessment concluded that the subject complaint implant item was biocompatible based on historical use or standards. A definitive root cause could not be determined. There were no manufacturing deviations which would have resulted in or contributed to this event. Additionally, there were no anomalies identified with the raw ti material used to manufacture the subject lot.